Event description:
Additional information received notes that the atrial lead and right ventricular lead exhibited noise reversion due to electromagnetic interference (emi) no intervention was performed. No intervention was performed. The patient experienced no consequences and will continue to be monitored.